Event description:
Stent was inserted in left ureter in preparation for lithotripsy. Pt had to be rescheduled for the procedure, so surgeon elected to remove stent by pulling on the tether. Resistance was met. Under fluoroscopy, end of stent noted to be in kidney pelvis, folded over on itself. Considerable manipulation was done and another surgical set-up was arranged to re-insert the stent, eliminate the kink. Stent was removed and sent to MFR.